Event description:
It was reported that the device would not power on with a known good battery. There was no patient use associated with the event.

Manufacturer narrative:
The initial medwatch report has been updated to reflect the correct initial reporter information. The initial medwatch report has been updated to reflect the correct user facility information.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause for the malfunction to be failure of an ic chip, u17.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found that it was unable to boot up properly. Physio isolated the cause for the reported issue to be the main pcb assembly. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.